Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. International UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported accept button issue. The manufacturer¿s international service technician replaced the switch printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the nav-ring accept button responded poorly. There was no patient involvement. Event date not specified: estimate used.